Manufacturer narrative:
(B)(4). High flow therapy delivers a set flow of heated and humidified gas with a set concentration of oxygen to the patient. It can be selected in both invasive and non-invasive ventilation as well as in standby. No parts were replaced and no ventilator logs were provided. No information regarding cannula size or type was received. High inspiratory pressure alarm is a result when the size of high-flow nasal cannula is too small for the set flow or if an occlusion occurs. According to user¿s manual, only high-flow nasal cannula of the appropriate size or a tracheostomy interface should always be used. A warning is stated that the user should ensure external monitoring and an active humidifer when using high flow therapy. There is no indication of ventilator malfunction.

Event description:
(B)(4).

Event description:
It was reported that while using high flow on infants, the flow stops if the nose is too small. The resistant got too high and the pressure in the nose reached over 40cmh20. The ventilator stopped the flow and an alarm was generated. There was no patient harm. (B)(4).